Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that the patient presented in hospital. Upon interrogation, the device exhibited backup vvi. Programming changes were made successfully.

Manufacturer narrative:
.

Event description:
New information states that the patient was in a stable condition.